Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inner packing damaged and deformed. It was reported that during the surgery the box was opened (the outer packaging) and it was noted the inner packing was damaged and deformed. No adverse affects on the patient.

Manufacturer narrative:
Product complaint # (B)(4). Information was received indicating that "corail2 std size 11 is not alleged product." Due to this, depuy synthes joint reconstruction considers the device on this report to be not reportable as there is no allegation of deficiency. Further updates will only be provided if additional information is received that changes the regulatory determination. H6.